Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the staples would not hold. The staples removed from the devices but were not closed. The anastomosis had not been done. Another like device was used to complete the procedure. Surgery was prolonged twenty minutes. There were no adverse consequences for the patient.